Event description:
A family member reported that on the morning of (B)(6) 2011 the patient experienced blood glucose (bg) of 492mg/ dl with ketones and nausea. The family member reported that the patient's bg decreased to 298 mg/dl with a correction injection but again elevated to 434 mg/dl at the time of the call. The family member reported that the patient's bg started to elevate the previous night from 120 mg/dl to 325 mg/dl; the patient reportedly bolused with the pump but the bolus is not in the pump history. The family member reported that the site was changed the morning of (B)(6) 2011 and the pump has been emitting loss of prime alarms since the change. The family member stated that she does not feel the pump is delivering appropriately. The family member confirmed that settings are correct and the delivery totals add up correctly. The family member confirms that there were no problems with the site removed. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history from (B)(4) 2011 to the end of pump use on (B)(4) 2011 showed that the daily insulin delivery totals correctly reflect the users programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device